Manufacturer narrative:
During failure analysis, no failures were noted. The device was cleaned, lubed adjusted and returned to the customer.

Event description:
The core console with integral irrigation pump was sent for eval because, it was causing hand pieces to run without activation. There was no pt involvement; no adverse event was associated with the device.